Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during an electrode and probe placement procedure. It was reported that the system had one successful 3d spin, however the pendant showed as "initializing please wait". After some time, the pendant went all black. The site rebooted the system and the pendant display was still all black. The surgeon elected to use another imaging system for the case. Imaging and navigation was aborted due to this issue. There was a reported delay of less than one hour. There is no known impact on patient outcome.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was found that the image acquisition system (ias) will not boot. The voltage on ps1 was at 4.9. The contacts was cleaned and voltage adjusted to 5.15vdc. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.